Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, during final release, the valve dislodged into the aorta. Subsequently, a second 34mm valve was implanted inside of the annulus. It was reported that a 34mm valve was likely the optimal size for the patient. No adverse patient effects were reported.